Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Correction to h6: device code was updated from a26/insufficient device problem information to c19/no device problem found.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. This ra lead was discarded after explant. Additional information received reported that this ra lead was explanted to make room for the upgrade procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. This ra lead was discarded after explant. Additional information received reported that this ra lead was explanted to make room for the upgrade procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. This ra lead was discarded after explant.